Manufacturer narrative:
Customer is satisfied with repeat results and explanation provided. The instrument functioned as expected. The investigation determined that the most likely root cause of this event was sample related. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reporting false negative reaction in the anti-d microtube of the forward portion of mts abd/rev gel card, while testing sample of a known group o, rh positive. Manual testing result is rh positive.